Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed around 60u when the customer stopped insulin to perform physical activity. Upon returning to resume insulin the insulin gauge reportedly displayed 20u left. Customer reported blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.